Manufacturer narrative:
It was reported that a 71 year old male patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis.when ablation was conducted for cavo-tricuspid isthmus (cti) with the thermocool® smart touch® sf bi-directional navigation catheter, the patient¿s blood pressure decreased. Effusion was confirmed by echo, so pericardiocentesis was performed. Echo after (brockenbrough) bb was normal.the physician¿s opinion is that the cause of the adverse event is procedure related. Device evaluation details:the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests.visual analysis of the returned sample revealed that no damage or anomalies were observed on the device.per the event, several tests were performed. Magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis.a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified.as part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade.the root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30500811m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. When ablation was conducted for cavo-tricuspid isthmus (cti) with the thermocool® smart touch® sf bi-directional navigation catheter, the patient¿s blood pressure decreased. Effusion was confirmed by echo, so pericardiocentesis was performed. Echo after (brockenbrough) bb was normal. The physician¿s opinion is that the cause of the adverse event is procedure related. When a site such as a groove of cti was ablated, impedance suddenly increased, and ablation error occurred; the physician considered that cardiac tamponade had occurred at that time. The physician commented that the issue was not product related; there is no causal relationship with the bwi product. The adverse event was discovered during use of bwi products during the ablation phase. There was no evidence of steam pop. It was not reported the patient required extended hospitalization. The impedance cut-off value was exceeded; and the system properly stopped ablation. The customer¿s reported high impedance issue is not MDR reportable since the user-defined cut-off was exceeded and the generator stopped delivering rf energy as intended, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
On 5/27/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the device in good normal conditions. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).